Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the operational check failed. There was no reported patient involvement.

Event description:
The customer reported the (B)(4) ECG cable failed the ops self test. The reported problem was discovered during the device self-test. The customer did not report any patient/user involvement.